Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range right ventricular (rv) lead impedances of greater than 2,000 ohms, noise on the rv channel and loss of rv capture one day post-implant. The pocket was therefore reopened and it was noted that the set screw appeared tightened. The lead was connected to the pacing system analyzer (psa) and measurements were normal; the lead was connected to the device and again all measurements were found to be normal. A connection issue was suspected. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.